Event description:
This device was found to be in back-up mode. The local representative was called in to reset the device, which was done successfully. This device remains actively implanted. No adverse patient side effects were reported. On (B)(6) 2016. This device was returned. It was explanted due to it reaching eri.

Manufacturer narrative:
The device was received and analyzed. The memory content of the ICD was inspected, showing a normal device function. The reported reset on (B)(6) 2016 was documented in the memory of the ICD. However, the root cause for the activation of the backup mode was not determinable based on the data available for an analysis. In a next step, a sensing test was performed and the device sensed the attached heart signals free of noise. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the device proved to be fully functional. The analysis of the memory content showed a normal device behavior. The root cause for the reported backup mode was not determinable based on the data available for an analysis. However, it cannot be excluded that external influences such as electromagnetic fields might have contributed to the clinical observation. After the reset procedure the ICD operated as expected. There was no indication of a device malfunction. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.